Event description:
The implant (actuator and extension rod) was implanted in the femur on (B)(6) 2012. During subsequent visits, the doctor noticed the implant was not lengthening properly; it was explanted on (B)(6) 2012. The user reported that the distracting rod portion of the actuator was able to slide in and out of the rod without being activated. The pt was reimplanted with a new actuator.

Manufacturer narrative:
Complaint investigation summary: the explanted device was delivered to ellipse on (B)(4) 2012. On receipt, the device was decontaminated. Visual inspection indicated that the distraction rod slid in and out of the actuator without being activated by a magnet. The outer core of the device is disassembled and the internal portion was inspected. On inspection, it was noted that the locking pin which connects the gearing assembly to the lead screw assembly had broken. Due to the broken locking pin, the functional testing could not be performed. The cause for the fracture could be related to weight bearing on the implant during the rest period. The device history records were reviewed and the device was within specifications at the time of manufacture.